Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. Review of the event history log also shows evidence of the reported problem, but does not indicate that a nonconforming product was involved. The depressed battery pins did not allow for the device to power up on dc power. The rear case was replaced. Additional information: (B)(4)

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.